Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving prialt (10 mcg/ml at 4.702 mcg/day) and baclofen (200 mcg/ml at 94.04 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump ran dry due to switching providers; the patient experienced increased pain and spasticity. The caller stated that he aspirated from the reservoir and got back a bubble or two. Because the drug concentration was not changed no bridge bolus was performed. No further complications have been reported as a result of this event.